Event description:
Implantable cardioverter defibrillator (ICD) exhibited an error code and was found with a battery status of end of life (eol) without having gone through the proper replacement indicators. The device was explanted. Subsequently replaced and returned to guidant for analysis.